Event description:
The external pulse generator was returned for a "warranty upgrade" and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found that the upper case was dented, one bail cover and the ring cover were broken, one bail cover and one bail were missing, the keyboard was scratched and the liquid crystal display was out of specification, it was missing pixels. (B)(4).